Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown procedure on an unknown date and suture was used. Needle separated from suture when used. Surgery was completed with new suture. No patient consequences.